Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: it was reported that needle clogged during priming. Verbatim: consumer reported needle clog during priming, stated that the insulin does not come out. Consumer has other complaint files for the same issue ((B)(4)).

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned (27) open 4mm, 32g pen needles without the tear drop label or outer cover. Customer states that the needle clog during priming and the insulin does not come out. All returned pen needles were examined and 18 out of 27 samples exhibited a bent non patient end of the cannula. All remaining pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related. The non patient end of the cannula bent during use of the product by the customer.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needle clogged during priming. Verbatim: consumer reported needle clog during priming, stated that the insulin does not come out. Consumer has other complaint files for the same issue (B)(4)."